Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to corrections required. Updated fields: d8, h2, h3, h4, h6, h11. Corrected fields: e1s, g2. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: low dc-out output value. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: regarding the customer allegation no problem was detected and related to the new reportable findings the cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device image was completely black. The issue was found during service / maintenance (not in a clinical setting). There was no patient involvement.